Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The manufacturer received information alleging of asthma (new or worsening). No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 02/18/2024 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The manufacturer received information alleging of asthma (new or worsening). No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of visible foam particles. During the evaluation secondary findings dust was observed. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.